Manufacturer narrative:
Seven open 31g x 5mm pen needle samples and five photos were returned from lot. No. 7024637 cat. No. 320119. Visual examination was carried out on the returned samples a cannula through shield was observed on one sample. No issues were observed on the remaining six samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. (B)(4) was raised to address this issue.

Manufacturer narrative:
Investigation summary: customer returned (7) 5mm, 31g pen needles (1 open, 6 sealed) from lot # 7024637. Customer states that the needle broke off in the stomach. All returned pen needles were examined and no defects were observed on any of the sealed samples. However, the open sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Furthermore, the presence of the deep indentation displayed in the adhesive and plastic hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process. The inner shield was also examined and exhibited a hole in the inner shield created by the cannula. This indicates that the patient end of the cannula was through the inner shield. Samples will be forwarded to manufacturing (B)(4) on 27oct2017 for further review. CAPA (B)(4) raised for needle through shield issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle break off and needle through inner shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the potential root cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) raised for needle through shield issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle from the 31 g x 5 mm bd ultra fine¿ insulin pen needle broke off into customer. Consumer was seen in the ER, and received an x-ray and ultrasound, a needle was not found in the consumer. No additional treatment reported.